Event description:
The device was applied during a colocolostomy procedure. Reportedly, the staples did not form properly. The surgeon resected the tissue at the staple line and applied another instrument. The hosp has reported the pt status is satisfactory.